Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated they changed out the cassette only. The technical service representative (tsr) explained to never disconnect and reconnect bags because the setup becomes compromised when that was done. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed: the patient was reusing the disposables. The cause was use error. As the lot number was unknown, a batch review was not performed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA.